Event description:
The loaner cordless driver was sent for service and during performance testing at the MFR it was noted that the device runs slowly on its own. There was no pt involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The trigger was stuck due to damage from the safety bar. The device will be repaired but will not be returned to the customer as it is a loaner.